Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's daughter reported via phone, the bolus on the insulin pump weren't delivering as the last one recorded in the bolus history was on (B)(6) 2015. Customer's blood glucose was 429 mg/dl and current was 300 mg/dl. Troubleshooting was performed for high blood glucose. Customer's daughter was unsure if the bolus settings were correct and she stated no manual bolus was delivered; only corrections have been administered with syringe. No delivery alarm occurred on (B)(6) 2015. Customer didn't have a tubing clamp. Customer's daughter would call back to perform high pressure test. The device is not being returned for further analysis.